Event description:
It was reported that the patient had an MRI. The implant was turned off and then back on, and was currently on and okay. It was noted that the patient had been turned off about a week to two weeks ago due to dyskinesia, but his symptoms got worse and the device was turned back on. The patient experienced a lot of dyskinesia 4-5 hours after the MRI, and it wasn't clear if it was part of the patient's cycle of dyskinesia or not. Stimulation on the left brain was turned down from 2.30v to 2.10v and from 1.40v to 1.20v on the right brain. It was also reported that every once in a while, the patient experienced a slight jolt on the left side. It didn't hurt, and occurs 4-5 times a day. The patient didn't feel it for a while, until it started again 6 weeks to 2 months ago. It was noted that the patient fell a month ago and broke sheet rock with his head. Additional information has been requested, but was not available as of the date of this report. See also MFR. Rep. # 3004209178-2013-07747.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3387-40, lot# v005950, implanted: (B)(6) 2006. Product type: lead: product ID 7438, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3387-40, lot# v005950, implanted: (B)(6) 2006. Product type: lead: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).